Event description:
It was reported that during a gastric bypass, the device fired successfully. There was difficulty removing the device after the anastomosis using the recommended instructions for removal. The doughnut was intact after inspection. The surgeon's technique has not changed. The buttressing material that the surgeon uses has changed to a self adhesive material from synovis. The anastomosis was over sewn to complete the procedure. The pt returned to surgery for leaking. The pt expired. The device was discarded. Received the following info on 10/09/2009: pt suffered a pulmonary embolism post op and this was the cause of death. The account is a long time user of ees circular staplers and buttress material for the gastrojejunal anastomosis and recently (approx the last three weeks) have begun using a new self stick adhesive circular buttress material from synovis. Since that time, they've had difficulty opening the device when using the adhesive. During the procedure, difficulty was again encountered and the anastomotic lip wouldn't release, so the anvil could slide through. When checking the donuts, the washer was not seated in the proximal portion of the stapler as it is normally positioned after firing. Instead, the washer was near the distal portion of the anvil. The adhesive was "very sticky/gummy and readily stuck to a rubber glove- it was quite tacky." Following this procedure, the surgeons discontinued using the adhesive and have had no further difficulties with the staplers. Received the following info on 10/15/2009: [the surgeon] has no theory as to why this problem is occurring. He has subsequently stopped using the synovis buttress material and has had no further difficulties. Additional info has been requested.

Manufacturer narrative:
Date sent: 10/16/2009. Info is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.